Event description:
Pt who under went right total knee arthroplasty in 1997 and was beginning to have pain and some instability in the knee. Surgery was done and small pieces of plastic were found to have worn off of the polyethylene liner of the implant.